Event description:
It was reported that the customer had high blood glucose levels of 190 mg/dl. The customer treated a manual insulin injection. The customer reported having high blood glucose levels for the past two weeks. The customer also reported an urgent care visit for high blood glucose levels. The customer reported that he was not hospitalized and only went to speak to the nurse regarding his high blood glucose levels. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.